Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed: scratch was noted on the window screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the serial digital interface (sdi) connection of the high-definition lcd monitor was broken. Upon inspection of the customer¿s returned device it was observed, the sdi 1 input bayonet neil-concelman (bnc) connector pin on the quantum board (qb) was noted to be damaged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue did not occur during procedure, and a similar device would have been used if needed. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the serial digital interface (sdi) connector being cut off occurred due to damage to the bayonet neil-concelman (bnc) connector pin of the quantum board (qb) board. The cause of the damaged bnc connector could not be identified. Olympus will continue to monitor field performance for this device.